Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to myocardial infarction. The patient was not hospitalized prior to time of death. Treatment for the event was unknown. It was reported that pd therapy was ongoing until the time of death; however the patient was not connected to the homechoice at the time they passed away. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device has been serviced, a complete device analysis could not be performed. However, a review of the event history log revealed no system errors, anomalies, hardware device failures or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported death. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a supplemental report will be submitted.